Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the lower end (clearlink) of the tubing which resulted in a fluid leak. This was observed while priming with normal saline prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink in the upstream part. During examination, it was observed that there was a lack of solvent applied uniformly in the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.